Manufacturer narrative:
Product was requested to be returned but the hospital discarded the device. Since the product was not returned for evaluation the reported issue could not be confirmed. However, pull testing was performed on samples from inventory, which found that the units withstood pull forces well exceeding specification. No manufacturing or material issues were identified and the sample units were found to be within specifications and performing as intended. Based on the available information and without the return of the device, the cause of the alleged complaint cannot be confirmed. However, based on historical data it is possible that excessive force and/or incorrect application of the device could have contributed to the alleged complaint. Of note, the foam limb holder is contraindicated for use on a patient who becomes highly aggressive, combative, agitated or suicidal. Additional warnings advise caregivers that additional or different body or limb restraints may be needed if the patient pulls violently against the bed straps. The instructions for use also state that before use the device should be checked for damage. Manufacturer reference file # (B)(4). Product was scrapped by the customer.

Event description:
The customer reported that the patient woke up startled and broke the connecting strap of the limb holder. There was no patient injury reported and the date of the event is unknown.